Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and palpitations. It was also reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) causing atrial high rates to be recorded. The rv lead remains in use. No further patient complications have been reported as a result of this event.